Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer's blood glucose level was 120 mg/dl. The customer removed the o-ring and successfully loaded a cartridge to address the event and insulin delivery was resumed.